Manufacturer narrative:
Updated complaint conclusion: as reported, this was the second mynxgrip to fail in the same lot. The peg sealant did not deploy. The device involved was a 5f mynxgrip vascular closure device (vcd). The procedure was completed using manual compression. There was no reported patient injury. This was for a left heart catheterization (lhc) procedure. The procedure used a retrograde approach. The user was mynx certified. The device was used with a cordis 5f sheath. The access site used was the right groin. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. There were no damages noted prior to use. There was no difficulty in flushing the device. No component appeared to be damaged as well. There was no excessive force used when the device was inserted. The device was stored as per labeling and was opened in a sterile field. Other procedural details were requested but are unknown, unavailable, or not applicable. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The procedure sheath was on the catheter was fully retracted. The sealant and advancer tube remained in the manufacturing position as received. The sealant was observed exposed to blood, adhering to the device components. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. In addition, 5 sterile mynxgrip vascular closure devices 5f were also returned for evaluation. Three samples were randomly chosen from the returned sterile units for visual inspection. No visual damages/anomalies were observed on the returned units. Per functional analysis, the sealant was submerged in water and removed from the device. Shuttle down procedure was simulated, and the advancer tube was found properly engaged to the proximal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. Deployment test was also performed on the three samples. The sealants of the samples were successfully deployed on the catheter shafts, and the advancer tube were found properly engaged to the proximal tamp locks as intended. No functional nonconformities were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, the tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f2106702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy¿ was not confirmed during analysis of the returned device. The exact cause of the event could not be conclusively be determined. Review of the device analysis suggests that an incomplete engagement of the advancer tube during the procedure may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, during the deployment steps, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
As reported, this was the second mynxgrip to fail in the same lot. The peg sealant did not deploy. The device involved was a 5f mynxgrip vascular closure device (vcd). The procedure was completed using manual compression. There was no reported patient injury. This was for a left heart catheterization (lhc) procedure. The procedure used a retrograde approach. The user was mynx certified. The device was used with a cordis 5f sheath. The access site used was the right groin. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. There were no damages noted prior to use. There was no difficulty in flushing the device. No component appeared to be damaged as well. There was no excessive force used when the device was inserted. The device was stored as per labeling and was opened in a sterile field. The device will be returned for evaluation. Other procedural details were requested but are unknown, unavailable, or not applicable. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The procedure sheath was on the catheter, fully retracted. The sealant and advancer tube remained in the manufacturing position as received. The sealant was observed exposed to blood, adhering to the device components. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. In addition, 5 sterile mynxgrip vascular closure devices 5f were also returned for evaluation. Three samples were randomly chosen from the returned sterile units for visual inspection. No visual damages/anomalies were observed on the returned units. Per functional analysis, the sealant was submerged in water and removed from the device. Shuttle down procedure was simulated, and the advancer tube was found properly engaged to the proximal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. Deployment test was also performed on the three samples. The sealants of the samples were successfully deployed on the catheter shafts, and the advancer tube were found properly engaged to the proximal tamp locks as intended. No functional nonconformities were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, the tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f2106702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy¿ was confirmed during analysis of the returned device. The exact cause of the event could not be conclusively be determined. Review of the device analysis suggests that an incomplete engagement of the advancer tube during the procedure may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, during the deployment steps, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, this was the second mynxgrip to fail in the same lot. The peg sealant did not deploy. The device involved was a 5f mynxgrip vascular closure disease (vcd). The procedure was completed using manual compression. There was no reported patient injury. This was for a left heart catheterization (lhc) procedure. The procedure used a retrograde approach. The user was mynx certified. The device was used with a cordis 5f sheath. The access site used was the right groin. The femoral artery¿s suitability was verified on angiography , including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. There were no damages noted prior to use. There was no difficulty in flushing the device. No component appeared to be damaged as well. There was no excessive force used when the device was inserted. The device was stored as per labeling and was opened in a sterile field. The device will be returned for evaluation. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation together with 5 (five) unused device.